Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly was noted. The device had minor scratches on lcd window.

Manufacturer narrative:
Additional information has been received which was not included with this initial report. The information has been completed with this report.

Event description:
It was reported via phone call that the customer's weight was 120lbs.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called to report an issue with the insulin pump. Customer's mother reported that insulin continues to drip after the motor stops during the load reservoir/fill tubing process. Customer's mother reported that as she went to insert a new reservoir and rewind the insulin pump the load kept going and insulin was coming out of the end of the tubing. Customer's mother reported that the insulin pump did not alarm. Customer's blood glucose at the time of the incident was in the 200's (mg/dl). Customer's mother reported that she filled the reservoir with 150 units of insulin and now there is less than 50 units. Customer's mother reported that the pump pushed three days of insulin through. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.